Event description:
Complainant stated that during an exam/during use inside a patient, a portion of the lower bill broke off inside the patient. The doctor was able to remove the piece without scratching the patient or causing any injury. The customer did not provide a patient identifier.

Manufacturer narrative:
Welch allyn is reporting this event pursuant to FDA's two-year reporting rule based on the original report filed on (B)(4) 2010. This speculum has been disposed of by the customer and therefore will not be returned to welch allyn. The failure mode as described by the complainant has been previously investigated. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Method: (device discarded by customer). Results: (vaginal speculum).